Event description:
Surgeon advised a veptr patient was returned to the or to remove and replace a ti rib hook that broke post operatively. The broken hook was noted. Patient is in a wheelchair.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date cannot be determined without a lot number.